Event description:
The reporter contacted animas on (B)(6) 2012 stating the keypad rubber was peeling near the up and down arrow keypad buttons. It was claimed that the contrast button was unresponsive for about a month. The pump was allegedly not exposed to water. The patient reportedly wore the pump in a pocket and cleaned it with a dry or damp cloth. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the vibration function was not working. The vibration motor pins were found to be misaligned.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on 08/24/2012 with the following findings: during the product analysis investigation the keypad rubber was found to be peeling. The contrast button was found to be unresponsive. The keypad rubber was removed and contamination was found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.